Event description:
Suffered a severe burn on my tongue from a brasseler dental handpiece. This was 2 weeks ago, and the burn was so deep that it is still not healed. For at least 7 days, I suffered extreme pain from this burn making it difficult to eat, sleep or talk.